Manufacturer narrative:
The customer reported leakage was observed prior to any patient contact during priming. However, the turbid condition of the cassette along with surgical residue in the drain bag suggest the cassette was used. A small cut on the drain bag was observed likely due to reuse of this cassette. A pressure leak test was then conducted on the cassette utilizing an external pressure source and no cassette leakage was detected. A calibrated constellation console representing a current software version was then used to test the sample. The sample could prime, and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. Leakage was observed on the small cut of the drain bag, however, this likely occurred during the reuse of this cassette. The investigation did not identify any leakage from the cassette, however, the evidence suggest based on the condition of the cassette the device was reused. It should be noted that the cassette is a single use device. No action will be taken for this occurrence, as the root cause is related to customer reuse of the product. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. In-process controls are established to ensure each lot is verified that all required inspections have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the cassette leaked before surgery. The product was replaced and procedure completed with no patient harm.